Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was admitted to the account's emergency room with chest pain, loss of capture on the ventricular lead and diaphragm stimulation. A transthoracic echo was done and revealed that the ventricular lead was protruding beyond the cardiac border. There was failure with attempting septal and mid septal positioning due to helix extension and fixation issues. The lead was successfully fixated in a low septal/apical position. At post op a left pneumothorax was reported but has not required medical intervention. The lead is still in use. No patient complications have been reported as a result of this event.